Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d314trg, implanted: (B)(6) 2013; product ID 5076-45, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the device and leads were protruding from the pocket and was uncomfortable to the patient. The pocket was revised and the device and leads remain in use. No further patient complications have been reported as a result of this event.